Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the cap was difficult to attach to the cathena 18gx1.25in winged bc during use. The following information was provided by the initial reporter: "hard to thread. Hard to attach cap. More painful insert/doesn't glide as easy. Not a smooth process at all."

Event description:
It was reported that the cap was difficult to attach to the cathena 18gx1.25in winged bc during use. The following information was provided by the initial reporter: "hard to thread. Hard to attach cap. More painful insert/doesn't glide as easy. Not a smooth process at all."

Manufacturer narrative:
Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated, as the lot number is unknown. Though an investigation by the manufacturing plant could not be done, sales and marketing did reach out to the customer. During the discussion, it was concluded that there was a lack of understanding of the new product due to lack of training provided. This is a result of covid-19 as they were not allowed to enter the hospital